Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use prior to shock delivery. The response buttons were pressed earlier in the detection sequence leading to the second shock, but not immediately prior to shock delivery, the response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was arrhythmia auto-termination just prior to shock delivery. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of five shocks. The patient was reportedly conscious at the time of the event. Prior to the first shock, an arrhythmia was detected. The patient rhythm was non-sustained ventricular tachycardia (nsvt) at 190 bpm. The patient's rhythm self-converted to sinus bradycardia at 30 bpm. The post-shock rhythm was sinus tachycardia at 130 bpm with pacs. The arrhythmia auto-termination contributed to the false detection. The patient received a second treatment while in vt at 190 bpm; the post-shock rhythm was vt at 200 bpm. The response buttons were pressed earlier in the detection sequence leading to the second shock, but not immediately prior to shock delivery; the response buttons functioned appropriately. The third treatment was delivered while the patient was in vt at 2000 bpm. The post-shock rhythm was vt at 190 bpm with arrhythmia auto-termination 4 seconds post shock to sinus bradycardia at 50 bpm with nsvt. The patient received a fourth shock during vt at 200 bpm. The post-shock rhythm was sinus rhythm at 70 bpm with nsvt. The nsvt terminated 3 seconds prior to the fifth shock being delivered. The patient's rhythm at the time of the fifth shock was sinus bradycardia at 50 bpm. The post-shock rhythm was sinus rhythm at 80 bpm. The arrhythmia auto-termination contributed to the false detection. The response buttons were pressed prior to the second treatment, but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient was taken by ems to the ER after the event and continues wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.